Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage ¿ no leak was confirmed upon inspection of the photo. Customer reported the damage was noted during use and this damage was not reproducible at the manufacturing site, the most likely cause of the damage was misuse of the device by the user. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore component damage with no leak. The nurse was using a split diaphragm infusion connector to administer fluids, and during her rounds, she noticed that the connector had broken off.